Event description:
It was reported that the user awoke with a blood glucose of 293 mg/dl and discovered the cartridge was falling out of the chamber, consistent with an infusion set or cartridge connection issue; the user reattached and secured the system and expressed concern that the device would over-deliver insulin based on this episode. Symptoms included hyperglycemia. Outcomes included user counseling to monitor glucose for 30 to 45 minutes and an offer for additional training. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set or cartridge connection deployed or attached incorrectly. It was concluded that user handling contributed to the event and that the device¿s adaptive dosing would adjust as glucose declined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.